Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter was placed around 0300 on (B)(6) 2018, and at approximately 1500, the rn heard a pop and the patient stated she was experiencing discomfort. Complainant noted that the catheter was removed and light pink urine was in the upper tubing of the catheter and no identifiable portion of the balloon was observed to be attached to the catheter. After further inspection and testing, when the fluid is flushed into the balloon port, it comes right out through the visible hole of the catheter which would normally inflate the balloon. The balloon portion of the catheter has not been retrieved.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted pieces of the sac were missing approximately 1.6 x 1.0cm and was not returned for evaluation. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the foley catheter was placed around 0300 on (B)(6) 2018, and at approximately 1500, the rn heard a pop and the patient stated she was experiencing discomfort. Complainant noted that the catheter was removed and light pink urine was in the upper tubing of the catheter and no identifiable portion of the balloon was observed to be attached to the catheter. After further inspection and testing, when the fluid is flushed into the balloon port, it comes right out through the visible hole of the catheter which would normally inflate the balloon. The balloon portion of the catheter has not been retrieved.